Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the product failed earth leakage current test during rite electrical test and failed the rite functional test. Assignable cause for rite electrical earth leakage current test was undetermined. The evaluation was discontinued due to cockroach / bug infestation and corrosion / contamination on several components. Baxter will continue to monitor similar reports to determine if further actions are required.